Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen for their device was blank. This complaint is being reported because the issue was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the display screen was blank when the pump was powered up, however it did vibrate and emit appropriate tones. Display screen was found to be cracked. A test screen worked properly in the pump when it replaced the cracked original screen. Unrelated to the complaint, the battery compartment was cracked below the finger pad extending down to the primary seal; however there was no evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.